Event description:
It was reported that a revision surgery was performed since patient was unstable. A poly exchange was performed and found the tip of the post broken off of the poly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, without the requested clinically relevant documentation, a thorough medical investigation could not be performed. Should relevant clinical documentation be provided later, the medical assessment may be re-evaluated at that time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a sizing / fit issue or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.